Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 48mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the 5th and 6th most distal stent strut rows were damaged; struts were lifted. The od (outer diameter) of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. It was not possible to load device into a guide catheter due to stent damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to rate balloon burst 16 atm without issue and deflated within 4 seconds, this is within deflation time specification. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The device was loaded onto a 0.014" guidewire without issue. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. A complaint of an unknown event involving a 4.00 x 48 synergy¿ drug-eluting stent was reported. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 48mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the 5th and 6th most distal stent strut rows were damaged; struts were lifted. The od (outer diameter) of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. It was not possible to load device into a guide catheter due to stent damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to rate balloon burst 16 atm without issue and deflated within 4 seconds, this is within deflation time specification. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The device was loaded onto a 0.014" guidewire without issue. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 4.00 x 48 synergy¿ drug-eluting stent was advanced to treat a very calcified lesion; however, the device could not be delivered. The procedure was completed with a 48mm non-bsc drug-eluting stent and the patient's status was fine.